Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was visited emergency room due to high blood glucose on with blood glucose of over 600 mg/dl due to no basal delivery. Customer also reported that the insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.